Event description:
The rptr did five back to back blood glucose tests and got results of 287 mg/dl, 280 mg/dl, 49 mg/dl, 51 mg/dl and 52 mg/dl. No specifics of time differential between tests was reported. The rptr did not have any control solution for testing. No symptoms were reported.